Event description:
It is reported that the implant was dropped. No further information available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided/unknown. Patient age is not provided/unknown. Patient weight is not provided/unknown. Date of event is not provided/unknown. Brand name is not provided/unknown. Catalog number and lot number are not provided/unknown.

Manufacturer narrative:
This report is being submitted to report additional information. The reported product was not returned. Therefore, the reported event could not be verified. Based on the evaluation, malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. The reported event could not be recreated. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.